Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No serial number or manufacture date available for the rf programmer head. (B)(4).

Event description:
It was reported that the programmer would not detect a patient. It was also reported that the radio frequency (rf) programmer head was working intermittently. The status of the programmer and rf head are both unknown. No patient complications have been reported as a result of this event.